Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in right coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent (des) was selected for use. However, during preparation, the tip of the plastic catheter broke off within the hub of the device and was failed to utilize. Another 3.50 x 20mm synergy xd des was then delivered into the guide catheter, but it was stuck halfway up the catheter. When attempted to removed, the shaft broke in half at about 40 to 50 cm from the tip of the stent catheter. The device was completely removed, and the procedure was completed with a 3.5x22mm non-bsc stent. There were no patient complications nor injuries were reported.